Event description:
There were three devices that stopped working during a lap cholecystectomy procedure. With the first device, after 2 to 3 firings, a piece of the metal jaws came off inside the pt. The piece was removed with graspers without difficulty. This device had been fired over a catheter during a cholangiography at the beginning of the case and otherwise was fired under normal conditions. The second device was used and after 2 or 3 clips were fired, they squeezed the handle and the jaws would not close. This device had been used under normal firing conditions. A third device was pulled and it fired a few clips and then the jaws would turn crooked. This device was fired under normal conditions. They opened a fourth device and completed the case with no pt consequences.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time. 510(k) number is k050344.